Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, a 29mm sapien 3 ultra resilia valve, commander delivery system, and 16f sheath were prepped. The physician used propofol on the sheath. The valve cleared the sheath, but some resistance was still felt. There was extreme tension noticed on fluoroscopy with valve alignment that made the delivery catheter look like there was flex on the catheter. The system was double checked to make sure there was no flex, then it was noticed that the tip of the delivery catheter looked buckled/off-center once the balloon was aligned in the valve. The physician decided to pull negative on the delivery system to ensure there was no air in the balloon/balloon catheter. Once the syringe was pulled negative, the syringe filled with blood suggesting the balloon had ruptured. Blood pressure started to drop, and the staff began compressions. A 12mm x 40mm mustang balloon catheter was inserted on the contralateral side and immediately inflated in the right cfa/external iliac after the second 29mm sapien 3 ultra resilia system was removed. During this time, the vascular surgeon was called for a cut down on the right side with intention of proceeding with tavr on the left side; therefore, another 16f sheath was prepped for the left side. The vascular surgeon decided to perform an iliac femoral bypass and the tavr was rescheduled for a later date. The patient left the operating room stable after vascular repair. The arterial stick was mid-femoral head and undetermined what caused the balloon rupture prior to valve deployment. Both valve systems were discarded during prep for emergency vascular cut down.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-08078. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the previously reported event. Based on a review of the information provided during the engineering evaluation the injury was determined to be most likely related to the events related to the delivery system device and not the sheath. The injury has been reported to the FDA under manufacturer report number 2015691-2025-08078. There was no allegation or indication the sheath caused or contributed to this injury. As such, this MDR was reported in error on the sheath and a corrected supplemental report is being submitted.

Manufacturer narrative:
Added the related report number to h10. Updated b4, g3, g6, and h2.